Event description:
The patient reported that the pump has rebooted twice in the past year without user intervention. She confirmed that she did not experience any blood glucose excursions as a result of the rebooting, as she noticed the issue immediately. The patient confirmed that the pump was intact; there was no damage noted to the battery cap and compartment. She stated that the battery cap has not been changed recently. Customer support advised the patient that the battery cap should be changed every six months. The user guide also instructs the user to change the battery cap every six months. The patient stated that the battery cap was secure to the pump and the yellow o-ring was not visible.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a cracked battery compartment and partially stripped battery compartment were observed during investigation. The battery cap was able to securely fasten to the pump but the yellow o-ring remained visible. The pump booted to the "verify" screen with appropriate alarms. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.